Manufacturer narrative:
Patient ID: (B)(6). Initial reporter is a synthes employee. Part 03.010.473, lot 3l73612: manufacturing site: (B)(4). Release to warehouse date: may 24, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection of the complaint device, the tip of the device was observed to be stripped/deformed. The received condition of the devices is consistent as an end-of-life indicator for the devices. No other issues were identified during the inspection. Due to the stripped/deformed condition the device will not engage. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the screwdriver does not hold the screws properly and they come loose. The procedure was completed successfully with another screwdriver with no surgical delay. Upon visual inspection of the complaint device, the tip of the device was observed to be stripped/deformed. This report is for a screwdriver. This is report 1 of 1 for (B)(4).